Event description:
It was reported that the ilet bionic pancreas appeared to register multiple meal announcements, including during dinner and occasionally 3¿5 times nightly, and the user was also using meal announcements to attempt correction of high glucose; blood glucose levels were affected with lows and highs outside the target range. Symptoms included hypoglycemia with feelings of near-fainting prior to carbohydrate intake. Outcomes included transient impact requiring oral carbohydrate treatment using juice, fruit snacks, and food, with no loss of consciousness and no professional medical intervention or hospitalization. Investigation included review of device engineering logs and troubleshooting with user education. Investigation of this case revealed use-related error involving meal announcement entries and an unclear cause for the reported hypoglycemia. It was concluded that the event involved hypoglycemia with cause unclear, and additional user training was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.